Manufacturer narrative:
Medical device: 3ml syringe, therapy date unk. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of the device shutting off without alarming was not confirmed; the pump module stopped infusing due to an alarm condition and was powered off by the user. Physical inspection noted the device to be in fair condition with the instrument seal intact. No evidence of fluid or dried residue was observed on the circuit boards or on the pressure sensors. Analysis of the pcu event log shows the system was powered off by the user shortly after a channel malfunction occurred on the suspect pump module for sensor broken high (error code 240.4150.0). When this error occurs a loud audio alarm sounds that can be silenced by pressing the confirm key on the pcu. Functional testing confirmed failure of the upper pressure sensor. The root cause of the customer¿s report of the devices shutting off without alarming was not identified. The pcu event log review shows the infusion stopped due to the malfunction and the system was powered off by the user shortly after.

Event description:
The customer reported that during an infusion, the pump shut off without alarming. No patient harm was reported. During biomed testing after the event, no problems with the devices were observed.